Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the right tmj devices are dislocated, and a revision surgery will be performed.

Manufacturer narrative:
Additional information: d4, h6. The reported event could not be confirmed as there was no image provided showing that the tmj device was dislocated. The patient experienced repeated right-side tmj dislocations linked to inconsistent use of upper and lower dentures, despite well-placed implants and no device-related issues found in manufacturing or scans. To address this, the surgeon ordered a revised right-side implant with design modifications to prevent dislocation, concluding that the dislocations were due to patient behavior rather than product failure. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.